Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. Also the battery had damaged housing. The root cause of the loose busbar cannot be positively identified. The root cause of the damaged housing was due to physical abuse. There was no adverse event that resulted from the damaged battery.